Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Visual analysis of device photographs identified rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time.

Event description:
Healthcare professional reported rupture. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported, left side rupture. Healthcare professional, later reported, capsular contracture, baker grade unknown. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed.